Manufacturer narrative:
A field service engineer (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs and reproduced error by performing an all set home in mainte. Fse observed the loader x2 pusher foot stopped and gave the 4303 error at the x2-axis home sensor pia board during the all set home operation. Fse resolved the complaint by replacing the home sensor s1403 pia board, ran daily check and quality control runs successfully and within specification. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-2000 operator's manual under appendix 4: error messages states the following: [4303] sample loader x2-axis home overrun. Cause : the home sensor activated improperly after movement of the sample loader x2-axis. Solution : remove any obstacle or other causes for the error. If retry fails, contact tosoh service center or local representatives. The most probable cause of the reported event is due to failure of the home sensor s1403 pia board.

Event description:
A customer reported getting error message 4303 ¿sample loader x2-axis home overrun¿ on the aia-2000 analyzer. The customer performed a power reset and version up on the analyzer, but error persisted. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for alpha-fetoprotein (afp) and beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.